Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported a power on reset (por) error code. The patient was reviewed that therapy had been turned off and reset to shipping parameters. The patient stated that she was checking her implantable neurostimulator (ins) at the time she received the por error code. The patient noted that she had the por warning since the end of (B)(6) 2017. The patient stated that she was in the intensive care unit (ICU) for 3 days around (B)(6) 2016 and noted that it was unrelated to the device/therapy. The patient stated that the doctor had shocked her heart at one point during her stay. The patient noted that the change in therapy/symptoms was sudden. The patient was advised that she would need to reset the device in office.

Event description:
Additional information received from patient reported that she weight about (B)(6) at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as doctor provided the weight of the patient at time of event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that she was in ICU for gastrointestinal bleeding from (B)(6) 2016. The healthcare provider (hcp) shocked her heart to get her heart rate back in control. Patient went back to feeling like she had to urinate all the time and could not empty her bladder. Patient tried to adjust her stimulator and all she got was the por code. Patient stated she met with a company representative (rep), they reprogrammed it and the por was resolved.